Event description:
It was reported that during a hernia repair procedure, staples will not release. The device released just 2 staples. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Nose weld. Evaluation summary: the analysis results showed that one ems device was returned with two staples jammed in the nose and with the nose open and non-functional due to an insufficient cartridge nose weld. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.